Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, two infrarenal aortic extensions, and two limb stents. The patient came in emergently with back pain and computed tomography (CT) showed a type 3b endoleak. During the repair of the endoleak, the physician was unable to gain access on the left side of the patient. The physician was able to access the right femoral artery and elected to implant two proximal extensions and completed an aui fem-fem bypass to resolve the endoleak. The patient is reported to be in stable condition. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical assessment based on information available, clinical was able to find substantial evidence to support the endoleak type iiib of the main body stent. Clinical assessment was unable to find evidence to support the reported aorto-uni-iliac with fem-fem bypass. Additionally there was evidence to reasonably support the following observation; the aneurysm was not excluded at the implant procedure. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body stent was related to the, hostile, cautionary, but on-label iliac anatomy, that was in need of multiple iliac stentings and angioplasties at implant. These user-related techniques likely contributed to this event. Notably, the aneurysm was not excluded at implant, which likely contributed to the urgent presentation 13 months later as the same, persistent leak. There were no detectable user or procedure related issue that contributed to this event. The associated clinical harms related to this device failure were: type iiib endoleak of the main body and additional surgical procedure. The reported final patient disposition of stable could not be confirmed due to lack of records and images surrounding the event. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).